Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2014 with the following findings: a review of the pump black box data revealed no evidence of short battery life. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap was used to complete investigation. During testing, the current draws measured within specifications. The short battery life complaint was not duplicated. The pump case was removed, and no intermittent conditions were found in the power circuit.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).